Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received at service center and evaluated. The reported defect that the device is broken in two plus pieces could not be confirmed but there was another defect found impairing the function of the device and repaired. Motor cable was replaced since there was short circuit in the motor cable. We cannot determine a specific root cause for the short circuit failure and also cannot determine a root cause for the reported failure as the device was not physically broken. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. The service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on january 26, 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on january 26, 2019 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) via phone that pre-surgery to an unspecified procedure, it was observed that the micro tornado handpiece with hand controls device was broken. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.